Event description:
Boston scientific received information that upon explanting of this device a competitor right atrial lead became stuck in the device header port. The setscrew of the device was loosened and the lead was pulled with force which resulted in a compromised structural integrity of the lead. The lead was cut at the device header, and the remaining portion was capped. A new competitor lead was implanted. This device will be returned with the competitor atrial leads terminal portion inside the header. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.